Event description:
Info received via a dbs clinical study report on 07/27/2006 indicates the ipg had been explanted in 2006 due to anticipated or expected battery depletion, with no report of pt complications. The user facility site was notified by the MFR on 07/21/2006 of device recall of pt's explanted ipg; broken wire found. The pt had indicated at follow-up that his symptoms worsened significantly when dbs is off; historically, the pt reported the dbs did not improve his parkinson's disease (pd). The hcp provided that in the one-month time period proceding battery replacement, the pt did not report any change in his pd symptoms; i.e., not definite changes in pd symptoms in relationship to battery depletion or device failure. In the 2-months post-ipg replacement, pt indicated no difference in pd symptoms and continued to state the dbs did not improve his pd symptoms. The hcp reports the pt denied any history of striking or hitting the ipg directly. The report shows the sae is considered resolved on 07/21/2006 from the view the product had been explanted in 2006 and the pt had no definite related adverse effects prior to retrieval. The device was returned to the MFR for analysis. Concomitant medications taken at the time of onset of the reported adverse event include: levodopa/cardidopa, pramipesole, comtan, amanfadine.

Manufacturer narrative:
Final device analysis results reveal bond wires are broken; both b+ battery bond wires are fractured. Product evaluation of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.